Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. An inspection of the device header confirmed seal plug holes and body fluid contamination within all three lead barrels. Visual and mechanical setscrew inspection confirmed no irregularities; all setscrews moved freely and as designed. The device was then exposed to simulated heart load conditions; pacing and sensing functions tested. The device operated appropriately and in accordance with performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The device memory was analyzed and evaluated thoroughly, with no observed resets. A panel of engineers collectively confirmed normal product sensing and that the observed seal plug holes were not a contributing factor in the observed clinical observation and that the devices sensing appeared consistent with programmed sensing levels. Analysis testing was unable to confirm or replicate the reported clinical observation; however, stored electrogram review during returned product testing, indicates that one possible observation could have been the device pacing into a t-wave.

Event description:
Boston scientific received information that the patient with this newly implanted cardiac resynchronization therapy pacemaker (crt-p) device exhibited a cardiac arrest post hospital discharge (while still in the parking lot); reportedly due to ventricular fibrillation (vf). The implant procedure was noted as uneventful; however, atrial tachy rates of 145 and 174, had been observed. The devices atrial tachycardia response (atr) setting was at 170 bpm; thus, mode switching not always occurring. The patient was readmitted to the ICU following successful resuscitation. During subsequent surgical intervention, the chronic non-bsc right ventricular lead was removed. A boston scientific rv lead then implanted along with a boston scientific high energy (he) device. The chronic device was interrogated post explant to ensure appropriate function, as a pro-arrhythmic rhythm was a suspected contributing vf episode factor. The device had recorded 2 atrial and 7 ventricular tachy events, around the time of the episode. The explanted device was later returned for a post market evaluation.